Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm while performing peritoneal dialysis therapy. This occurred during peritoneal dialysis (pd) therapy. The hp was connected at the time of the event. The patient reported air bubbles in the patient line but could not identify any obvious issues with the supplies that would cause or contribute to the air. The patient restarted therapy with all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.